Event description:
It was reported that the pump indicated an error code. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown; no additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. During investigation, found a screw stuck between motor and camshaft. Cleared error code and remove debris for motor. Device has not been in for repair. Therefore, the loose screw would have been introduced during manufacturing over 2 years ago. Email was sent with a photo of the screw in the device for manufacturing to review with their teams to ensure loose hardware does not end up inside the device. The cause of the reported problem was traced the manufacturing of the device. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120. H4: correction: device manufacturing date: 09-sep-2019.

Manufacturer narrative:
Additional information received on 28july2022 via email and attached to complaint object: no patient involvement. All issues found during testing. Event problem and evaluation codes: updates not required., correction: device manufacturing date: 09-sep-2019.